Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted battery contacts which was verified through the causality of a failure on the radio printed circuit board (pcb), caused by fluid intrusion. The wireless battery module (wbm) was paired with a known good spectrum pump, which found the module's wireless connection capabilities inoperable. The wbm was damaged beyond repair and therefore a replacement was sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a melted battery contact. There was no patient involvement. No additional information is available.